Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 1032347-2016-00392.

Event description:
It is reported the screws were unable to be fixated. The surgeon was able to complete the procedure using emergency screws (larger diameter). A surgical delay in excess of 30 minutes was reported, however the exact duration is unknown.

Manufacturer narrative:
The customer did not return the actual screws used in the event. Five 41-2008 screws of the same lot were returned and visually evaluated under a digital microscope and it was seen that the threads are fully in tact and there is no damage to the head of the screws, indicating that a blade was never inserted into the screw head. The screws were functionally tested by using a 2.0 drill (pn: 72-2018) to drill the pilot hole and then inserting the screws into the white oak wood block. The screws fully seated into the white oak wood block with ease; therefore the complaint is not confirmed. The most likely underlying cause of this complaint cannot be determined as the screws functioned as intended. There are no indications of a manufacturing defect. The actual 41-2006 screws also used in the event reported in 0001032347-2016-00392 were not returned and no screws of the same lot were returned.